Event description:
The customer reported that the insulin pump was dropped and the bottom of the device popped off. The customer taped it back and kept wearing the insulin pump. The blood glucose reading was 104mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with a cracked end cap, scratched lcd window, cracked case display window corner and cracked reservoir tube lip.